Manufacturer narrative:
(B)(4). The microcatheter with the guide wire inserted in it and the separated tip were returned for evaluation. Distal segment approximately 180mm of the guide wire was out of the torn tip of the microcatheter. The torn tip was twisted and deformed. At approximately 50mm proximal to the tip, coils were found disarranged and a piece of the torn tip was caught by the disarranged coils. The separated tip was approximately 5mm long and observed severely twisted with stretching. A slit was found in the distal segment of the separated tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that rotation was applied on the microcatheter while the catheter tip was being trapped in severe calcification. When the applied torsion exceeded that the product's design limit, it made the catheter tip be twisted, affecting sliding ability of the guide wire. Further applied torsion made the coils become disarranged; the microcatheter and the guide wire were stuck one another. When both devices were removed together, tensile stress was generated that contributed to tear the twisted catheter tip off the catheter shaft. It was concluded that this event was not attributed to product quality. The catheter tip was damaged severely and potentiality could not be completely ruled out that some fragment(s) might be left in the vessel. The guide wire remained in one piece and there was no missing part. Instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the tip of an asahi microcatheter separated during a pci to treat a severely calcified 99% stenosis in the rca #4. A 0.014 inch asahi guide wire was delivered to the lesion with support of the microcatheter in order to perform ablation by rotablator. Following successful wire crossing, the microcatheter was advanced to the lesion in an attempt to replace a rotawire but failed to cross. Rotation was slowly applied on the microcatheter to cross the lesion when the tip of the microcatheter became stuck in the lesion. The physician then attempted to remove the guide wire; however, it was caught by the tip of the microcatheter and could not be removed. The devices were pulled multiple times in attempts to remove when the tip of the microcatheter was noted separated. Another guide wire was advanced parallel to the first guide wire and made to tangle with the separated tip, and the guide wires and the microcatheter were removed all together. New devices were used to resume the procedure. Before the devise reached the lesion, the guide wire was replaced with a rotawire and ablation by rotablator was performed. The pci was successfully completed with deployed stent in the lesion. The patient was fine without problem after the procedure.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.